Event description:
It is reported in the study titled "borescope examination and microbial culture findings in endoscopes", researchers from the university of pittsburgh and university of pittsburgh medical center (upmc) mercy hospital, find that routinely doing borescope examinations and microbial culturing during endoscope reprocessing is a highly effective way to identify endoscopes with damage, abnormalities, and microorganisms of concern. A total of 42 endoscopes (18 gi, 10 urologic, 14 bronchoscope) were cultured, and 36 endoscopes (13 gi, 11 urologic, 12 bronchoscope) had borescope examinations. Cultures resulted in microbial growth in 22% of gi endoscopes, 30% of urologic endoscopes, and 28% of bronchoscopes. Only gram-positive colonies were identified. Borescope examinations found multiple abnormalities and damage, including channel shredding, filamentous debris, water retention, discoloration, dents, and red debris in the distal end of bronchoscopes. The red debris were caused by polystyrene tip protectors and deemed to be a patient safety risk. Use of these tip protectors was discontinued based on this study¿s findings there was no patient involvement/impact reported in this study. Case with patient identifier (B)(6) reports gi scopes. Case with patient identifier (B)(6) reports urologic scopes. Case with patient identifier (B)(6) reports bronchoscopes.

Manufacturer narrative:
Brand name: study reports unspecified gi endoscopes. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.